Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in unspecified access site using 2 prostyle device using the pre-close technique prior to an unknown interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Reportedly post procedure, the physician decided to use a third (3rd) proglide device as a precaution even though hemostasis had been achieved with the first two proglide devices. During use of the 3rd device, the footplate would not retract, and the device could not be removed. The physician then shimmied the device and the device was removed. The account and sales rep don't remember if there was any resistance lowering the lever, or if the lever was returned to the original position. Manual compression was applied to stop the bleeding at the 3rd device access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty to close the foot was not confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case it is likely, tissue or suture caught in foot. The inability to close the foot likely contributed to the reported difficulty to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.